Manufacturer narrative:
The reported lv setscrew anomaly was confirmed in the laboratory and was due to silicone, septum material inside the lv set screw hex cavity that prevented full insertion of the torque driver.

Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that during device change out, the set screw would not tightened up and kept turning in the header after the lv lead was inserted. The lead was fixed in place and could not be pulled out. The device was not used, and a different one was implanted instead. The patient is stable.